Event description:
It was reported that during the catheter placement process, the catheter slips when connecting with the metal handle of the catheter connector, and the catheter connection is loose and falls off, and the connection cannot be firmly connected. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the catheter placement process, the catheter slips when connecting with the metal handle of the catheter connector, and the catheter connection is loose and falls off, and the connection cannot be firmly connected. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.